Event description:
It was reported that the system was explanted due to erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only 48.4 cm of the distal portion of lead was returned. Electrical tests of the returned piece indicated normal characteristics. Analysis found external insulation abrasion at 16.7 cm to 17.8 cm and 34.3 cm to 34.5 cm from distal tip, consistent with friction to another device. Two internal abrasions breaching the insulation were noted between the rv and svc shock coil. Coating on the exposed or externalized cables were intact.